Event description:
It was reported that during an unknown procedure, the outer seal was easily detached. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Response from the affiliate: the part which was easily detached/removed was outer seal (white parts) and it was not reported that any pieces were left in the patient's body. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.